Event description:
Reported blood glucose results of 140 mg/dl with a lifescan meter and 108 mg/dl on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The customer care representative (ccr) walked the pt through two consecutive control solution tests and the results fell outside the specifications. Based on the failed control solution tests, the product malfunctioned and meets the criteria for a medical device reportable. The meter was replaced.